Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, "ventilator inoperative" codes and "svc required" codes were found in the ventilator's downloaded error log. The device's blower motor, sys board and sensor board were replaced to address the issues. There was evidence of tampering. An issue related to the ventilator's speakers was observed. The device's speakers were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.